Event description:
Patient underwent left percutaneous nephro lithotomy, antegrade ureteral stent placement, and laser incision of infundibular neck. After surgery, patient voided 3cm long grey thin foreign object. Object appeared to be tip of boston scientific dual flex sensor wire.